Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a bottle. Visual inspection found the haptic torn, "haptic pieces." (B)(4).

Event description:
The reporter stated that the surgeon implanted a micl13.2, -10.5 diopter, implantable collamer lens in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault and replaced with a micl12.6 lens. The vault was assessed on (B)(6) 2017. The patient was reportedly doing well on last visit and current bcva is unknown due to patient has not returned for follow-up.